Manufacturer narrative:
Device analysis: cylinder malfunction was reported due to a puncture. The ams700 cylinders were visually inspected and functionally tested. There was a leak in one cylinder due to fatigue at the corner of a fold and avulsion. This cylinder had broken fabric threads. The other cylinder performed within specifications. The product analysis confirmed the allegation of cylinder malfunction. The identified leak in once cylinder is the most probable cause of the reported events. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Pump analysis: cylinder malfunction was reported due to a puncture. The ams700 momentary squeeze pump was visually inspected. No leak was found. The pump was not functionally tested due to the cylinder failure. The pump analysis could not confirm the allegation of cylinder malfunction. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Reservoir analysis: cylinder malfunction was reported due to a puncture. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. The reservoir analysis could not confirm the allegation of cylinder malfunction. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Additional product component: model number/catalog number 72404161 and 72404310 serial number: null and null batch/lot number 933936017 and 933616005 model/catalog description reservoir 65ml pc and pump ms.

Event description:
It was reported that the patient experienced cylinder puncture with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the patient experienced fluid loss and inflation issues due to the fluid loss. The physician found the puncture at time of explant. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Additional product component: model number/catalog number: 72404161 and 72404310; serial number: null and null; batch/lot number: 933936017 and 933616005; model/catalog description: reservoir 65ml pc and pump ms.

Event description:
It was reported that the patient experienced cylinder puncture with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the patient experienced fluid loss and inflation issues due to the fluid loss. The physician found the puncture at time of explant. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.